Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
User facility reported that during a colorectal case, with the use of an as-ifs2, the user believes co2 leaked/escaped around the cannula leading to injury. Additional information regarding the current patient status, clarification on the type of injury and procedure is pending from the user facility. This report is being raised on the basis of a reported injury.

Manufacturer narrative:
The device was not returned for evaluation and no photographic evidence has been provided. The reported failure alleges cannula deficiencies rather than the console. Without the evaluation of the actual unit the reported failure could not be verified, and a root cause cannot be determined. The service history was reviewed, and no prior data was found. Based on the serial number, this unit was manufactured in 2015. A two-year review of complaint history revealed 2 other similar adverse events for this product family and failure mode. During this same time frame, 1,670 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4), if all complaints were confirmed. The instructions for use advises the user of the following. Improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. This issue will continue to be monitored through the complaint system to assure patient safety.